Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and patient weight not available for reporting. Date when loss of fixation occurred is unknown. Additional product code: hwc. Devices were not explanted. Devices are not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original procedure for open reduction of internal fixation on (B)(6) 2017. Post operatively, a tip of bone / olecranon was separated from the plate. Revision procedure was performed on (B)(6) 2018. No hardware was removed. Surgeon repaired tip of olecranon which was separated from plate with suture. The plate and ten (10) screws were still implanted in patient and were intact. Reporter confirmed that there was no malfunction associated with plate and then (10) screws. There was no delay in procedure and was completed successfully without any complications. Patient outcome was good. Concomitant devices: screws (part# unknown, lot# unknown, qty 10) . This is report 1 of 1 (B)(4).